Event description:
Programming history for the device was reviewed and it was identified that the odd reading referred to a error message that stated low output current was being delivered during a magnet mode diagnostic test. Subsequent testing shows that the error resolved on it own.

Event description:
A nurse reported that the neurologist observed an odd reading when a patient's device was interrogated. Battery was reported to be at 25%. Additional relevant information has not been received.

Event description:
On (B)(6) 2017 it was reported that the patient¿s system diagnostics were within normal limits, but the magnet mode diagnostics resulted in the magnet mode current not being fully delivered at 3.5 ma.